Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage at the site event on 07-jun-2024. Infusion set has been used for a day. Customer replaced infusion set and resumed insulin successfully. No further information available.